Manufacturer narrative:
D10: (B)(6), 300-01-09 - equinoxe, humeral stem primary, press fit 9mm. (B)(6), 315-35-00 - glnd kwire. (B)(6), 320-01-42 - equinoxe reverse 42mm glenosphere. (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6), 320-15-05 - eq rev locking screw. (B)(6), 320-20-00 - eq reverse torque defining screw kit. (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6), 320-42-13 - equinoxe reverse 42mm humeral const liner +2.5. H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2022-01592. The revision reported was likely the result of infection and humeral loosening as reported. It remains unclear whether the reported infection played a contributing factor to the humeral loosening. However, infection and humeral loosening cannot be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Report 2 of 2 for this event. As reported, approximately six (6) months status post a revision of a total shoulder arthroplasty due to infection, this patient was revised again due to infection. As the result, surgeon removed all implants from the patient. It was noted intraoperatively; the humeral sided implants were loose (cemented in). Purulence was observed on the glenoid side. The patient was last known to be in stable condition following the event. No other patient information/medical history reported. No additional information is available.